Event description:
Reporter noted posterior capsule tear occurred. While trying to use vitrectomy probe, error message occurred. Changed systems to complete the case. Pt had corneal edema post-op. Stated there was no pt injury.